Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient controller was displaying error message to replace generator. Upon app update performed, the error message cleared. The issue has been resolved.

Manufacturer narrative:
H1 updated to serious injury.

Event description:
New information received states that the device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h6 - adverse event problem - investigation conclusion code updated. H7 - correction (other remedial action) added. H9 - (B)(6). The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.